Event description:
It was reported that a pediatric patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event, the patient was hospitalized for peritonitis. The patient was treated with intravenous colistin (dose, route, frequency, and duration not provided), intraperitoneal gentamycin (dose, route, frequency, and duration not provided), oral bactrim (dose, route, frequency, and duration not provided), and oral fluconazole (dose, route, frequency, and duration not provided) for peritonitis. Therapy remained ongoing. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.